Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet pump screen froze and became inoperable. A force restart was attempted but was unsuccessful, as the screen continued to lock up upon waking. Blood glucose (bg) was not affected, with a recorded value of 135 mg/dl. On (B)(6) 2025, the user called back requesting the replacement device tracking number, which was provided. No further assistance was required.